Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although we could not determine the exact root cause of the reported event, it is likely that the intermittent image occurred due to improper signal communication caused by a faulty cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The videoscope cable exera ii exhibited image flickers. And lines are shown across the screen when in use, due to faulty cable. There were no reports of patient involvement.